Event description:
It was stated that the device is for repair. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion seal.

Manufacturer narrative:
B3: unknown, month and year valid. E1: (B)(6)" h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The dso seal was replaced.